Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, high pacing thresholds was observed and the helix was unable to be deployed. The lead was replaced successfully. Patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.